Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during prime, where the patient connected before the patient line was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient connected before the patient line was properly primed. The technical service representative assisted the patient in ending therapy. The patient was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.